Event description:
On (B)(6) 2025 in surgery patient was on an apollo anesthesia machine serial# (B)(6). Was informed hospital was having an issue with monitor. Patient had to be intubated, after anesthesiologist reviewed records, it was stated that gases were not charting correctly. Call was placed on 1/16/2025 to check machine no problem was found at time of inspection. Issue was reported to draeger. Draeger case number is (B)(4).